Event description:
The sales representative, reported that the probe burned the pt during a wrist arthroscopy.

Manufacturer narrative:
Device has not been returned to manufacturer. Additional info will be provided when the investigation is released.